Event description:
It was reported that insulin pump has unspecified beeping. Blood glucose reading was 410 mg/dl. Manual injection was used as treatment. Insulin pump passed functional tests. The reservoir had a leak that went past both o-rings. Advised that the reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).